Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reaching 523 mg/dl and ketones. Multiple infusion set site changes were performed and insulin was increased to address bg/ ketones. Customer and healthcare provider alleged bg/ ketones was due to an unspecified pump issue. No damage was observed with the cartridge, infusion tubing or cannula and no alarms were received during this time. While at the hospital, customer continued to receive insulin via the pump, customer was monitored and had blood/general tests performed. Customer's bg decreased by reverting to an alternate pump for insulin therapy. Customer was released on (B)(6) with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate pump for diabetes management.